Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6)2025. The date of the event is an approximation. On (B)(6)2025, the patient developed a skin reaction following the insertion of a sensor into his arm. The affected area was observed to be red and inflamed, with the reaction extending beyond the perimeter of the sensor patch. The patient and his spouse reported that the area had been cleaned with hydrogen peroxide prior to the administration of medication. Coincidentally, the patient had a scheduled routine visit with his primary care physician on the same day. During this visit, the physician evaluated the skin reaction and prescribed augmentin (amoxicillin/clavulanate) to be taken for 7 days. No additional clinical details were provided. At the time of this report, the patient was reported to be doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.